Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had a failed battery test alarm and power loss alarm also. The blood glucose was unknown at the time of the incident. Customer stated that, they receive frequent battery failed alarms. Alarm was not cleared before inserting battery. Pump did not alarm with replace battery now. Customer did receive more than 3 failed battery alarms however the reason for that was due to changing batteries prior to clearing out the alarm on the pump screen. Customer requests assistance with programming the pump. Assisted customer with programming. The device will not be returned for analysis.